Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a stress problem likely led to the malfunction but the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the high flow insufflation unit had a gap between the high flow insufflation unit connector (k connector) and a gas leakage from the primary piping. There was no patient involvement.